Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was noted inside of the insulin pump. All of the buttons functioned properly and no damage was noted to the keypad assembly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and a cracked display window.

Event description:
It was reported that the customer dropped her insulin pump in water and noticed a crack in it. Customer's blood glucose level was 94 mg/dl. Customer stated that the pump was fully submerged because it was dropped into bathwater. Customer stated that there is fluid under the lcd display. Customer stated that the crack is near the screen in the lower left area. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.